Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to user¿ s handling, chewing gum was aspirated and clogged the device. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope. The event can be prevented by following the instructions for use (IFU) which state: ¿avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had been blocked by chewing gum. During reprocessing it was cleared, however; there was still some small fluff (debris) of the chewing gum in the scope. Upon inspection and testing of the returned device, it was discovered, there was foreign material exiting from the channel. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of insufficient or incorrect reprocessing scope found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the scope connector cover had a leak, the distal end lens glue (3x) discoloration, plastic distal end cover was cracked, bending section was porous, bending tube was deformed metal braid wire was cut, connecting tube had a scratch, and the protector was shaved, scope cover was scratched, suction cylinder nut paint was peeled off, switch box unit was scratched, universal cord was scratched, connector plug unit had a damaged housing, up/down & right/left knob angulation was in play, water contact / water removal below specification value, and the charge-coupled device unit: charge-coupled device cover lens was scratched and charge-coupled device cover lens glue had discoloration. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.